Event description:
It was reported that prior to insertion of the catheter, it was noticed that the tip was bent. The physician decided to insert it, hoping the bend would not affect usage. Following insertion, the catheter did not perform as expected. The iab was removed without any patient complications.